Event description:
It was reported that the pt was being transfered when it was alleged that the nut and bolt assembly that attaches the swivel assembly to the arm was not tightened down. The pt fell and suffered compressed vertebra.